Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused respiratory issues. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a bipap device's sound abatement foam. Additional information was received an section b5 should be reported as: the manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused respiratory issues and breast and bone cancer. The patient"s boyfriend reported that the patient died on (B)(6) 2022. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b2 was updated to reflect the death and date of death. Section g2 was upadted to reflect the additional reporter. Section h1 was corrected to reflect that a death occurred. Section h6 was updated with the appropriate health effect - clinical code and health effect - impact code.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a bipap device's sound abatement foam. Was corrected to reflect the bad when new information was received.

Manufacturer narrative:
The following correction has been updated in this report. Section b1 has been updated to reflect as adverse event. Section b2 has been updated to reflect as death. Section h1 and h6 has been also been updated to reflect the death.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused respiratory issues and breast and bone cancer. The patient"s boyfriend reported that the patient died on (B)(6) 2022. After the first attempt to have the device and components returned for evaluation, customer denied to return the device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.